Event description:
The following description of the event was reported to carefusion (B)(4) by the foreign distributor carefusion (B)(4) via an email attachment and relayed to carefusion in the (B)(4) via email. "See photo attached of the part where the circuit disconnected, between the adapter that goes on the humidifier where the heated where origins, and the circuit itself. This happened 3 times, hospital claims. Pt desaturated and derecruited, so intervention was necessary to maintain oxygenation."

Manufacturer narrative:
Event occurred at: (B)(6). Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4), pt circuit tube disconnected from connector/adapter. This is a known issue, thus no add'l investigation/eval is required. Carefusion has already initiated an internal corrective action request to address this issue.